Manufacturer narrative:
Information received from an affiliate indicated that the deployment balloon of a cypher stent delivery system burst during post-dilation of the stent. The target lesion was the proximal circumflex artery (cfx). The lesion was described as de novo, slightly calcified and 90% stenosed. A 3.5mm x 8mm cypher stent was advanced to the lesion for direct stenting without difficulty and was deployed at 16 atmospheres. Ivus was conducted and insufficient stent apposition was observed. To conduct post-dilation, the sds of the cypher was delivered to the target lesion again without friction and the first post-dilation was conducted at 18atm. When the second post-dilation was conducted at 18atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage seen via angiography. The balloon re-wrapped properly and the sds of the cypher was retrieved from the patient. Ivus confirmed sufficient stent apposition. The procedure was completed successfully with no patient injury reported. The physician did not indicate any anomalies prior to use. The reported customer complaint of balloon burst was confirmed through failure analysis. The IFU cautions against exceeding rate burst pressure of 16 atms, as this may lead to balloon burst. In this situation the rbp was exceeded twice during post-dilation of the stent. Review of the information provided suggests that procedural factors may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process; therefore, no corrective or preventive actions will be taken. One non-sterile cypher select plus (B)(4) 3.50 x 8 mm stent delivery system was received coiled inside a plastic bag. The stent was not returned for analysis. Inflation medium was observed at sds. No more anomalies were found. During the functional analysis a leak was detected at proximal side of the balloon when pressurized water was applied to the catheter according to sem analysis results, no root cause was identified regarding this kind of issue. Results showed that the balloon exhibited evidence of internal abrasions next to the leak-hole; the balloon external surface exhibited no evidence of damage. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Cypher select product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). The device has been returned for analysis, but the analysis has not yet been completed. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. Additional information will be submitted within 30 days of receipt.

Event description:
A cypher balloon ruptured during post-dilation of the stent. The proximal circumflex artery lesion was de novo, slightly calcified, and 90% stenosed. The reference vessel was slightly tortuous. A 3.5 x 8mm cypher was implanted at 16atm at the target lesion for direct stenting without difficulty. Ivus was conducted and insufficient stent apposition was observed. To conduct post-dilation, the stent delivery system (sds) of the cypher was delivered to the target lesion again without friction and the first post-dilation was conducted at 18atm. When the second post-dilation was conducted at 18atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage seen via angiography. The balloon re-wrapped properly and the sds of the cypher was retrieved from the patient. Ivus confirmed sufficient stent apposition. The procedure was completed successfully with no patient injury reported. The physician did not indicate any anomalies prior to use.